Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06505. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 1.75mm rotalink¿ plus and a rotawire were used for treatment. During the procedure, the device was checked outside the patient's body. It was then observed that the rotawire became separated when the burr rotated. It was also noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same rotalink¿. There were no patient complications reported and the patient's condition was good.